Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with deleting the bluetooth pairing bond with MRI mode activated. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
A patient controller displayed an error while attempting to set the ipg to MRI mode was reported to abbott. The message, 'MRI is not advised, there may be a problem with the implanted leads' was displayed. It was determined the patient's system was entered into MRI mode and unable to exit MRI mode. The rep had performed a bt chip reset and still could not get the generator to populate. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system was entered into MRI mode and unable to exit MRI mode. Surgical intervention may be taken at a later date to address the issue.